Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has one leg fractured and has two leg pads on the same leg one on calf. Warned against placing pads against bony prominences, but they might leave connected and off of patient to get flow rate (fr) up. They were trying to declare brain death and patient was at picu nurse needs help troubleshooting low flow alert. Flow rate (fr) was 0lpm, therapy started about 1.5 hours ago. Guided to diagnostics showed that the system hours were 5316, pump hours were 4834, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads using proper technique. No change in values. Obtained new arctic sun device ((B)(6)). Emptied and disconnected pads and probe and started therapy on new device: flow rate (fr) was 2.6lpm, circulation pump command (cpc) was 60 percentage, inlet pressure (ip) was -7.1psi. They would send the old device to biomed. Hx: patient has one leg fractured.

Manufacturer narrative:
The reported event was inconclusive. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has one leg fractured and has two leg pads on the same leg one on calf. Warned against placing pads against bony prominences, but they might leave connected and off of patient to get flow rate (fr) up. They were trying to declare brain death and patient was at picu nurse needs help troubleshooting low flow alert. Flow rate (fr) was 0lpm, therapy started about 1.5 hours ago. Guided to diagnostics showed that the system hours were 5316, pump hours were 4834, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads using proper technique. No change in values. Obtained new arctic sun device (B)(6). Emptied and disconnected pads and probe and started therapy on new device: flow rate (fr) was 2.6lpm, circulation pump command (cpc) was 60 percentage, inlet pressure (ip) was -7.1psi. They would send the old device to biomed. Hx: patient has one leg fractured. Per follow up information received via task on 12sep2025, received call back from charge nurse who stated this was a patient in the ER under the care of doctor and did not have information regarding this patient. Forwarded to the ER unit. Per follow up information received via task on 12sep2025, spoke with biomed could not run any checks on arctic suns because the ctu was out of calibration and was working on getting it sent in first. Would contact tech support if needed anything.